Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned and photos of the product were taken. The photos confirm the complaint for a bent inserter tip. The inserter appears to have bent during insertion due to the presence of biologic material on the inserter. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). UDI# - (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during the procedure, while the surgeon was attempting to insert the anchor, the tip of the inserter bent. An alternative device was used to complete the surgery with no further complications reported.